Event description:
Endotine midface st 4.5 was being used on right side of the patient's face. During placement, implant broke. Implant snapped in half and could not be used. Another endotine midface st 4.5 was used. No patient injury.